Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for implant. During the procedure the physician attempted to place the left ventricular lead using the introducer. However, while attempting to advance the lead it became difficult to pass as it approached the valve. The physician speculated that there may have been an issue with the bend or curve of the lead. There were no adverse patient consequences.